Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient was not appearing on the station. A technical support specialist (tss) investigated the issue and reviewed the patient sample and found the patient listed as preadmitted. No admit message had been received, only a preadmit message was logged on (B)(6) 2026. It was also verified that the device was not configured to show preadmission. Tss then spoke with the customer, who stated that the issue appeared to be on the cerner side and that cerner was being engaged. The station was placed on critical override so nurses could access the patient as a temporary patient. The customer was informed that cerner must send an admit message for the patient to appear as admitted, and that enabling show preadmission on the server would allow the preadmit patient to display on the station if needed. The customer acknowledged the information and confirmed that the ticket could be closed while continuing to work with cerner. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient orders were not crossing over. The patient status on the pyxis server displayed as "pre-admitted." The customer requested adt to re-admit the patient, but the status did not update on the pyxis server. The patient sample had been added into the ephi link. There were no delay or adverse events or injuries reported based on this event.